Manufacturer narrative:
Patient age, or date of birth, not available from the site. RMA issued. Replacement computer shipped to site (B)(4) 2013. Medtronic initial investigation found spine software launch successful, however, smart data reports 39 bad sector on hard drive.

Event description:
A medtronic representative reported that, when attempting to verify an instrument in a spine procedure, the synergy spine software unexpectedly exited to the menu screen. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: this MDR is being re-filed per request of the FDA, as the previous followup#1 submission was filed and received by the FDA on 09/13/2013 under an incorrect MDR number (1723170-2031-00621) which contained the incorrect year. The original reported date received by manufacturer was 08/19/2013. A medtronic representative reported that the computer was replaced at the site. A system checkout showed that the system was fully functional. If information is provided in the future, a supplemental report will be issued.